Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Concomitant MDR # 2015691-2019-02989 (swan-ganz catheter).

Manufacturer narrative:
Our product evaluation laboratory received one hemostasis valve introducer with dry blood noted at the valve housing. Leak testing was performed with and without the returned 7.5f catheter. Leakage was observed with the catheter. Visual examination found the wiper gasket in the hemostasis valve was torn. The sheath body and dilator were free of visible damage. The customer report of "leakage" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the leakage at the valve required that the another insertion site be accessed, which constitutes an additional intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that during use of an introflex introducer and a swan-ganz catheter, a leakage at the adjustable valve was observed. Both the introducer and the catheter were exchanged with a new set, which required a new stick. There was no patient injury.